Manufacturer narrative:
Information contained in this medwatch was previously submitted via asr on 25/april/2014 and 22/jul/2017. Allergan has initiated an investigation into this late report. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Device analysis: visual analysis of the returned device identified: one curved opening in anterior side, yellow particles in the inner and outer surface, one curved opening in posterior side, crease folding on implant, and wear abrasion. A leak test was performed which identified two openings in the device. Microscopic analysis was performed which identified: one opening in anterior side and one opening in posterior side displayed as smooth edge openings consistent with the location of the crease. These have been cataloged as fold flaw openings. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: - two fold flaw openings. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Healthcare professional reported a left side deflation. Upon explantation, ¿there was a yellowish hue to fluid retained in the pocket¿.